Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since the device remains implanted. The results of this investigation are inconclusive since the product remains implanted.no further information is expected to be received regarding this event.

Event description:
According to the information received, during the procedure the patient developed atrial flutter, which reverted to atrial fibrillation and was treated with IV amiodarone, metoprolol and normal saline.